Event description:
A dissection occurred during implantation of a 2.5mm diameter x 26mm length resolute integrity (rx) drug eluting stent in the distal lcx. Another resolute integrity stent was implanted in the prox lcx to treat the dissection. No further complications were reported.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).